Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4550 days after essure insertion, she underwent a medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 731586, 732586) for female sterilization. The patient had a medical history of endometriosis, parity 4, multi gravida and rash trunk. Previously administered products included: oral contraceptive nos and depo provera. Concurrent conditions were listed as pelvic pain female and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: uterus, cervix, bilateral fallopian tubes, uterus,cervix, bilateral fallopian tubes, essure device. Final diagnosis. A. Uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: proliferative endometrium. Benign cervix and fallopian tubes. Gross description: there are bilateral essure coils identified within the uterine cornu. The detached fallopian tubes are received unoriented therefore, they are arbitrarily designated as fallopian tube #1 and fallopian tube #2. Fallopian tube #1 measures 7.4 cm in length by 0.5 cm in diameter. The fallopian tube body demonstrates a pinpoint lumen. There are segments of essure coil extending into the fallopian tube body. Fallopian tube #2 measures 7.3 cm in length by 0.5 cm in diameter. It is of a similar appearance to fallopian tube #1. Sectioning through the fallopian tube body reveals an intact, patent lumen. There are portions of essure coil identified within the fallopian tube lumen. There are no ovaries present within the specimen [pregnancy test urine] on (B)(6) 2010: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report received. Lot numbers added. Reporter information added. Medical history & lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 731586) for female sterilisation. The patient had a medical history of endometriosis, parity 4, multi gravida and rash trunk. Previously administered products included: oral contraceptive nos and depo provera. Concurrent conditions were listed as pelvic pain female and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: uterus, cervix, bilateral fallopian tubes, uterus, cervix, bilateral fallopian tubes. Essure device. Final diagnosis: uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: proliferative endometrium. Benign cervix and fallopian tubes. Gross description: there are bilateral essure coils identified within the uterine cornu. The detached fallopian tubes are received unoriented therefore, they are arbitrarily designated as fallopian tube #1 and fallopian tube #2. Fallopian tube #1 measures 7.4 cm in length by 0.5 cm in diameter. The fallopian tube body demonstrates a pinpoint lumen. There are segments of essure coil extending into the fallopian tube body. Fallopian tube #2 measures 7.3 cm in length by 0.5 cm in diameter. It is of a similar appearance to fallopian tube #1. Sectioning through the fallopian tube body reveals an intact, patent lumen. There are portions of essure coil identified within the fallopian tube lumen. There are no ovaries present within the specimen. [Pregnancy test urine] on (B)(6) 2010: negative. Lot number: 731586. Manufacture date: 2010-04. Expiration date: 2013-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.